Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the device there is a loose contact between the handle and the blade creating a flickering light. Alleged issue reported as detected during pre-testing prior to a patient use. It was reported there was no patient contact. There was no report of patient impact or delay in treatment.

Event description:
Customer complaint alleges the device there is a loose contact between the handle and the blade creating a flickering light. Alleged issue reported as detected during pre-testing prior to a patient use. It was reported there was no patient contact. There was no report of patient impact or delay in treatment.

Manufacturer narrative:
(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The device was returned to the manufacturer (truphatek (B)(4)) for evaluation. Truphatek reports "we have received the complaint sample and investigate that it has been observed that one of the cartridge was not working properly. When we rotate the handle, light was turn off and again turn on as the same was reported by the customer. Lighting of is related to the breaking the electrical circuit. This is because of cartridge negative pin had not sufficient height to maintain the electrical circuit. This is a confirm manufacturing related complaint." Based on the investigation performed, the reported failure has been confirmed. A non-conformance was opened to address this issue.